Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the syringe 1.0ml 31ga 8mm 10bag 500 wal experienced plunger separation/stopper deformation during use. The following information was provided by the initial reporter: material no. 328506, batch no. 8134845. Verbatim: spouse of consumer reported that the plunger rod separated from the rubber stopper and fell out of the syringe while the consumer was trying to draw the insulin. Lot # 8134845, product # 328506, no expiration date.

Event description:
It was reported that the syringe 1.0ml 31ga 8mm 10bag 500 wal experienced plunger separation/stopper deformation during use. The following information was provided by the initial reporter: material no. 328506, batch no. 8134845. Verbatim: spouse of consumer reported that the plunger rod separated from the rubber stopper and fell out of the syringe while the consumer was trying to draw the insulin. Lot # 8134845, product # 328506, no expiration date.

Manufacturer narrative:
Investigation summary: customer returned (1) loose 1cc, 8mm syringe. Customer states that the plunger rod separated from the rubber stopper and fell out of the syringe while the consumer was trying to draw the insulin. The returned syringe was examined and exhibited the stopper separated from the plunger rod with the stopper appearing to be inverted in the barrel. A review of the device history record was completed for batch# 8134845. All inspections were performed per the applicable operations qc specifications. There was one (1) notification [(B)(4)] noted that did not pertain to the complaint. Based on the samples and/or photo(s) received the investigation concluded: -confirmed: bd was able to duplicate or confirm the customer¿s indicated failure. As per investigation completed by manufacturing, "on 29jul2019, holdrege received (1) 1.0ml, 31g, 8mm syringe from lot #8134845. The sample was decontaminated per (B)(4) prior to evaluation. Visual inspection of the syringe found the stopper upside down in the barrel of the syringe. The plunger rod was inspected and found no damage to the tip or shaft. The barrel of the syringe was bowed at the "40" units scale line. The stopper was removed from the barrel and did not show any signs of damage or deformity. Silicone was present and the stopper was able to seat properly on the plunger rod tip. The stopper and plunger rod are combined on a dial that holds the stopper in place with a vacuum while the plunger rod is dropped down onto the stopper. The plunger rod assembly is then fed to an assembly dial that inserts the plunger rod into the barrel. If the plunger rod is not fully seated onto the stopper or if the stopper is crooked, the stopper can roll off of the plunger rod tip as it is being inserted into the barrel. A review of maintenance dispatches and quality notifications did not show any results related to this issue. Unable to determine root cause of the rolled stopper. Complaints received for this device and report condition will continue to be tracked and trended. Information will be captured and trend on reports monitored."